Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 575 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 292 mg/dl. Customer blood glucose reading at the time of the incident was 300 mg/dl. Customer parent started high blood glucose reading stared on (B)(6) 2017. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with syringe and the insulin pump. Customer infusion set was changed on (B)(6) 2017. Customer did not have any air bubbles and leaks. Customer drive support was normal. Customer declined insulin pump setting. Customer did not perform high pressure test. Products will not be returning for analysis.